Event description:
Baxter pca ii pain pump in use. Syringe loaded improperly, machine does not alarm or alert personnel of improper use. Pump alarmed stating only 5 cc left in syringe, 200 cc actually left in syringe.